Event description:
It was later reported by the provider that the increase in seizure was due to external factors. The baseline level of seizures could not be determined. It was noted by the provider that medication was increased for the patient due to the increase in seizures. The provider also attempted to increase the patient's settings but later reduced it back to normal. No other relevant information has been received to date.

Event description:
It was reported that the patient had lost their magnets. It was also reported that the patient was experiencing increase in seizures. No other relevant information has been received to date.